Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) a balloon rupture occurred. The 95% stenosed lesion being treated was located in a calcified, moderately tortuous left forearm shunt. The physician was using a 5.0x20/40 sterling balloon catheter. The balloon ruptured on the first inflation at 10atm. The procedure was completed with another of the same device. There were no reported complications and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).